Event description:
The device was being utilized for a threatened closure. The stent/balloon catheter was advanced and the stent was deployed. However, upon removal of the balloon catheter, the stent came back to the vein graft. The stent was then retrieved from the vein graft and was successfully removed.